Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
From china aer database: it was reported the unit had a flow sensor failure during patient use. There was no report of patient injury.